Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient stated that because the cgm gave wrong readings, his insulin pump injected more insulin than needed. As a result, he had a seizure from hypoglycemia and he fell, injuring his elbow, wrist and shoulder. He did not lose consciousness. Paramedics were not called but he went to the emergency room (ER). He was given IV potassium, sodium and glucose in the ER. His cgm in the ER was reading 174 mg/dl, but the bg was 293 mg/dl. Based on the elevated bg it is presumed these readings were taken after the treatment, but the patient could not be reached to confirm this. X-rays were done but no results were provided. He was stable afterward and discharged after staying in the ER for half a day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.